Manufacturer narrative:
Eval summary: poor quality photos were received which make it difficult to determine the condition of the components. Surgical notes were not provided. One poor quality x-ray was provided, however, it is inconclusive. It is difficult to determine whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact) and relevant medical history. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised due to pain and an adverse reaction to poly or metal.